Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
The device was used to remove to ligate vessels during a ganglion removal. Reportedly, the instrument did not place clips properly. The hosp has reported no pt injury occurred.